Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected on the balloon, at 40mm from the tip. The tactile inspection did not report any other abnormality on the device. A 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon showed pronounced wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon. - 7 bar: the wrinkles on the balloon were no more visible. - 14 bar: a twist on the guide wire lumen was detected. Continued from block h6: evaluation codes: method: visual inspection evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Event description:
During an attempt to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter, it was reported that balloon was twisted and impossible to inflate. There was no injury to patient or clinical sequelae. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.